Event description:
It was reported that upon reboot of the 9900 system the system would not fully boot. It was noted that main frame had all squares and work station would not boot past 3/4 on progress bar. On the fourth reboot attempt, the system booted normally. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator interface board (gib), flashed nodes, reloaded software and cal files and tightened contacts in power plug. The system was tested and found to be working as intended and placed back into service.